Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service, however this device remained in service at the time of procedure, and was subsequently removed from service at a later date to an unrelated reason. No adverse patient effects were reported.